Event description:
Per the clinic, the patient experienced an infection around the implant side. The patient was successfully treated with oral antibiotics (flucloxacillin). No additional episodes were reported.

Manufacturer narrative:
Implanted device remains.